Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 09/05/2025. The correct g3 date is 09/08/2025. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port with an attached catheter was returned for evaluation and one video was provided for review. The video depicts the device having been placed via a right subclavian access. Contrast is being injected into the port. There appears to be two sites of contrast extravasation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A longitudinal split was noted on the border of the attached catheter. The edges of the longitudinal split on the attached catheter were noted to be uneven. Aspiration was attempted and was successful as water fully return into the in-house syringe. Therefore, the investigation is confirmed for the reported fracture issues. However, it is inconclusive for the reported suction problem as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. One month and twenty-eight days post procedure, during the maintenance the patient experienced resistance during aspiration. Additionally, catheter rupture confirmed under dsa angiography. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. 1 month and 28 days post procedure, during the maintenance the patient experienced resistance during aspiration. Additionally, catheter rupture confirmed under dsa angiography. There was no reported patient injury.